Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure and inside the patient, the band could not be deployed while the physician turned the handle unit. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure and inside the patient, the band could not be deployed while the physician turned the handle unit. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. H11: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing teeth were damaged. The handle had evidence that the trip wire was secured to the post, and the slack was taken up. Additionally, the device was manufactured on 06/28/2024 and the expiration date was 06/28/2025, however, the device was used by the physician on (B)(6) 2025. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. The marks on the ligator housing teeth imply that the device might have been used with too much force, potentially causing the teeth to become damaged or perhaps this could be attributed to the way the physician entered the device through the patient, causing the teeth to become damaged and also affecting the functionality of the handle when deploying the bands. In addition, the device was used expired, and this can affect directly in the quality and performance of the device. Therefore, the most probable root cause of this complaint is shelf life/expiration date exceeded.